Event description:
It was reported that nurse was unable to prime a clearlink paclitaxel set with an immunosuppressant drug (non-baxter product). No additional information is available. This is report 3 of 3.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The sample was not returned for evaluation; therefore, a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.